Event description:
I was prescribed a philips dreamstation CPAP machine which was recalled in june of 2019. I learned of the recall from my husband who happened to see an article about the recall. I registered my recalled CPAP machine with philips and to date have had no contact from anyone about a replacement CPAP. I have severe sleep apnea. Sleeping without a CPAP machine is a serious health risk. Fortunately I have a travel CPAP machine which is not on recall but I can't believe that no one contact me about the recall, not my dme supplier and not my doctor. When I asked my doctor about the recall, she was completely unaware of it and her husband is even a CPAP user. This lack of communication is a huge failure. Unknown at this time. FDA safety report ID # (B)(4).